Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. A conclusive cause fort the reported stent fracture could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified absolute pro self-expanding stent system fractured [separated] during the procedure. There were no adverse patient effects associated with the device issue. No additional information was provided.